Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the jaws of the device broke in the cavity. The jaws did not become disengaged in the pt's cavity.